Event description:
The customer reported being hospitalized for hyperglycemia and diabetes ketoacidosis two weeks ago. The blood glucose reading at time of the call was 484mg/dl. The customer stated that she was disoriented and was vomiting for more than one day prior to her admission. The customer also experienced a heart palpitation and the ambulance was called. The customer has been taking medicine for high blood pressure and has suffered heart palpitations recently. Troubleshooting was performed. The alarm history revealed no delivery alarms. Assisted to enter the correct time and date. The bolus wizard settings, bolus history, and daily totals were correct. The fixed prime test successfully passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.